Event description:
This info was reported as a customer complaint. Vasoseal was used in the right groin following a diagnostic catheterization procedure. During the procedure, no resistance was met when plug was inserted. When vasoseal sheath was removed, collagen plug was visible just under skin edges. Ten minutes later, the pt complained of leg numbness and tingling, doppler ultrasound demonstrated a flat line. The pt went to or. The plug was partly in puncture site through dilated vessel hole. Thrombus had formed around plug occluding the vessel. This was surgically repaired.